Manufacturer narrative:
The device was yet not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A supervisor reported that the a1059 mayfield modified skull clamp's unlock and lock swivel was very loose. The date of the event was not specified. It was unknown whether the device was in contact with patient, if there was an alleged injury, or surgery delay. Additional information was received on 08oct2018 confirming that there was no contact or problem with a patient. The a1059 was sent in for repair based on an evaluation performed by the integra representative.

Manufacturer narrative:
The device was returned for evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Unit received with the lock having both rotational and lateral movement; also it was very loose and a residue buildup was present. Unit needed new components added to replace worn internal parts. The likely cause of the complaint was wear and tear over time. The definite root cause cannot be reliably determined.

Event description:
N/a.